Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pacing threshold measurements. During a recent device change out procedure, the lv lead was found to have dislodged. The lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found dried body fluid in the lead lumen. Cuts in the insulation were observed at 315 mm to 317 mm and 324 mm from the terminal pin, a result of removal of the suture sleeve tie down. Electrocautery melted the insulation at 120 mm from the terminal pin and the insulation was found to be bunched at 742 mm from the terminal pin. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The lead was returned for reliability analysis.